Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastrectomy procedure, the device was locked out at the first firing. The deployed staples were unformed. Another device was used to complete the procedure. There were no adverse consequences for the patient.